Event description:
It is alleged by the patient that in (B)(6) 1999 she underwent a tah with vaginal floor repair and sacrocolpopexy. She was implanted with a mesh. She experienced pain immediately post operatively. She returned to her physician and 12 weeks later underwent a unknown procedure. She had 9 total partial revisions. She still has some of the mesh attached to her sacrum. She is unable to work and is suffering severe pain.

Manufacturer narrative:
(B)(4).